Event description:
Allegedly drill tip broke off in patient's canal.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is a reportable malfunction.